Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an occlusion alert following a meal announcement while using a contact detach 6 mm, 23" infusion set, with no visible leaks or kinks identified on inspection. Symptoms included no adverse clinical effects and stable blood glucose, with a reported value of 125 mg/dl. Outcomes included resolution of the alert after the user replaced the infusion set and resumed insulin delivery, with instruction to monitor for recurrence. Investigation included remote troubleshooting and user education regarding occlusion causes and corrective actions. Investigation of this case revealed that the system detected delivery resistance consistent with an occlusion condition that was resolved by changing the infusion set, indicating a likely set- or tubing-related obstruction. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion delivery resistance consistent with an infusion set issue.